Manufacturer narrative:
Concomitant products: addr01 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there appeared to be artifact at times on the ventricular electrocardiogram (egm) on ventricular high rate (vhr) stored events. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.